Event description:
The physician confirmed, he could not use the flex arm due to the knuckle not fully tightening on his metrx tube. So before the case began, it was removed from the field and a backup was opened.

Manufacturer narrative:
H3: product analysis of product:9560524, lotno:my19f001 visual and functional inspection confirmed the flex arm is worn from repeated use. B5: event problem description is updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a flex arm used for minimally in vasive laminotomy/laminectomy. It was reported that the flex arm was unusable due to the bottom knuckle nut not tightening completely, which affected the rigidity of the connected tubes. There was no patient involved. Additional information was received from the manufacturer representative that the physician confirmed, he could not use the flex arm due to the knuckle not fully tightening on his metrx tube. So, before the case began, it was removed from the field and a backup was opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.